Event description:
Respirator alarmed. Nurse responded and found balloon for pressure cuff on the floor. Respiratory administrator assessed cuff and tube and found no evidence of stretching or cutting; suspects incomplete fusing or attachment at time of manufacture. The trach was replaced. The pt had no adverse outcome to pt.